Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft misplacement, endoleak). Incorrect technique/procedure (treatment of a pre-operatively ruptured aneurysm); patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak); operational context contributed to event (treatment of a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in the patient for the emergent endovascular treatment of a 10 cm contained ruptured of an abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was a short aortic neck (approximately 15mm) and bilateral iliac aneurysms. The aortic neck was 30-31 mm in diameter for 1 cm and 32 mm at 2 cm. The angulation was anterior at 15-25 degrees. The right iliac aneurysm was measuring 26-27mm. The physician requested a 28 mm flare bifurcated stent graft and believed he would obtain a seal. The stent graft was deployed with no issues, post balloon dilation a type a proximal type 1a endoleak was observed. At this time it was noticed that the main body had dropped approximately 5-10mm sometime during either deployment or balloon dilation. Because of this the physician requested a cuff. Another manufacturer's aortic cuff with no suprarenal fixation was implanted. This was implanted and ballooned. The endoleak was not resolved. A angiogram was taken and there may be a type ii endoleak from the sma. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.